Event description:
It was reported that a cgm error 42 occurred with the caller's sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller successfully followed these steps, resolving the issue and starting their sensor session without further errors.